Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the rfu indicator displayed a red x and the alarm sounded. There was no reported patient involvement,

Manufacturer narrative:
The battery was returned to the failure analysis lab for evaluation. The battery received partially charged at a minimum of 80% capacity, was able to charge (in both mrx heartstart unit and cadex c7400 battery analyzer), calibrate, and seemed to operate normally. The battery fitted in compartment and was intact with the wing well snapped into place. There is no fault found with this battery.

Event description:
It was reported to philips that the rfu indicator displayed a red x and the alarm sounded. There was no reported patient involvement.